Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 186 mg/dl (aviva) and 390 mg/dl (aviva combo). No adverse event reported. Requested return of suspect devices and strips, and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.